Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. During the investigation, it was found that the returned battery was depleted. Review of the clinical data indicated no data recorded for the reported event date of (B)(6) 2021. Review of the device history log showed that there are periods of time where the device was turned off/stored without electrodes, however there are no critical errors to indicate an issue with the device, battery, or battery power. The log showed that this was a primary use device with 1142 total shocks. The storage practices, amount of use, and the age of the battery led to its depletion. On the event date of 5/10 the battery had been depleted to the point where the device would not power on (appearing to immediately power off). User had been prompted to change the battery the previous day. A depleted battery would prompt user with a red x indicating the device was not ready for use. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.